Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not allowing orders to crossover from medi tech. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. A technical support specialist restarted the inbound processing service, which resolved the issue, then reviewed the logs for a potential root cause and verified that no error messages were present. The service was not using a high number of resources at the time, and there were no unusual entries in the event viewer leading up to the incident. One possibility was that a third-party antivirus application may have affected the service. If the service suddenly stops processing while still showing as started and without generating any errors, it typically indicates that a process within the service stalled or crashed. The system functioned as intended after the technical support specialist investigated the device.